Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that about a year ago, she wore a pod on her thigh and wore tight pants. The site became red and itchy, so she went to her endocrinologist who prescribed her with antibiotics as she is susceptible to staph infections.